Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked. The following information was provided by the initial reporter: "patient was admitted to the hospital for prostate enlargement and was given an infusion treatment on (B)(6) 2023, which required the use of a closed IV indwelling needle, and was found to be leaking from the steel needle connection, which was replaced without harm to the patient."

Manufacturer narrative:
1. DHR/bhr review(lot#3171581): 1) this batch of products were assembled at intima ii auto line 2 in july 2023, and packaged at r240 package line in july 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. Conclusion(s): no abnormality is found on process and retained sample. As the damage state of the complained sample cannot be identified, the root cause of the leakage cannot be determined. The plant will continue to pay attention to such defects.

Event description:
No additional information provided.